Manufacturer narrative:
D10 concomitant product: egia60amt, egia60amt egia 60 artic med thick sulu, (lot#: p6a0966) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, following a bypass surgery in which two reloads were used with a powered stapler and standard adapter, the patient presented to the emergency room two weeks after the procedure with severe pain. Upon examination of the abdominal cavity, a large infection was identified and the staple line of the bypass pouch was reported to be open by approximately 2 cm. The surgeon performed an abdominal washout, resected the wound, and re-stapled by firing another reload. The patient was admitted to the intensive care unit and was expected to remain hospitalized for at least 10 days, and the patient was still hospitalized at the time of the report.